Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. An attempt to obtain additional information was made but was unsuccessful. This rv lead was explanted. No additional adverse patient effects were reported.